Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-may-2023. H6: investigation summary: one unidentified secondary set was submitted for quality investigation. Examination of the sample assembly and measurement of the tubing length indicates that the secondary set is possibly material number 11448964. The sample submitted indicated a separation of the drip chamber from the tubing. Closer investigation of the separation location shows that there is a lack of solvent at the joint location between the drip chamber and the tubing. A device history record review could not be performed because the lot number is unknown. A root cause analysis investigation could not be conducted because the infusion set could not be identified, and therefore the manufacturing location and production date could not be isolated.

Event description:
It was reported by customer that... An unspecified bd¿ secondary set was sent in with the sample. The following information was provided by the initial reporter: "an unidentified secondary set was sent in with the sample".

Manufacturer narrative:
Correction b.3. Date of event: (B)(6) 2023.

Event description:
It was reported by customer that... An unspecified bd¿ secondary set was sent in with the sample. The following information was provided by the initial reporter: "an unidentified secondary set was sent in with the sample".

Event description:
It was reported by customer that... An unspecified bd¿ secondary set was sent in with the sample. The following information was provided by the initial reporter: "an unidentified secondary set was sent in with the sample"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.